Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient¿s parent, on (B)(6) 2026, the pediatric patient experienced a skin reaction with itching, burning, rash, redness, and pimples, underneath the sensor pod area only. Photos of the reported skin reaction in the complaint record were reviewed. The photos show redness and pustule like pimples covering an area outside of the sensor pod area. The first image, seems to show two sensor insertion sites, but this was not reported as such. The 2nd image shows a continuation of the pimples or pustules, and the redness, to the right ride of the thorax, indicating a widespread reaction to different body parts. The skin reaction was treated with an unspecified betamethasone product. At the time of the report the patient´s current condition was unknown. No data or product was provided for investigation, however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.